Event description:
The complainant reported a patient, race and ethnicity unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed limb ischemia and hemolysis. It was reported the patient was in very critical condition and the impella pressure level was 9 with flows of 3.8 liters per minute with some suction alarms. The limb ischemia was reported to be worsening towards the foot and the thigh was swollen. The patient¿s urine showed signs of hemolysis due to red color. The clinician recommended escalation as soon as possible to the heart center as the echocardiogram revealed the patient¿s ejection fraction was 5%. The clinician also recommended forward perfusion on the limb from contra lateral. The physician considered the forward perfusion but had not yet performed as the physician was attempting to reach the heart center for escalation. Further guidance from the clinician resulted in reducing and eventually turning off vasopressin, resulting in significantly better limb perfusion, as well as better amplitudes on the waveforms. The patient was air lifted for escalation to the heart facility and reported to be more stable with the addition of extra-corporeal membrane oxygenation. Reportedly on 5/25/2022 the patient was stable, and echocardiogram showed the impella in good position and the impella running at pressure level 4 at 2.6 liters per minute. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The investigation into the hemolysis and limb ischemia issues have been completed. The impella pump was returned for investigation. Per clinical review the cause of the hemolysis issue was most likely improper positioning of the device due to improper technique by the end user. The clinical review also led to the cause of limb ischemia issue being patient condition related, most likely due to small or diseased vessels. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: limb ischemia impella cp with smart assist system section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ hemolysis impella 5.5 with smart assist for use during cardiogenic shock & impella cp with smart assist system section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter as noted in the impella IFU ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle as noted in the impella IFU ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis as noted in the impella IFU ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ as noted in the impella IFU ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction as noted in the impella IFU ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ purge leak-pump impella cp with smart assist for use during cardiogenic shock and high risk cpi section: cleaning as noted in the impella IFU ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.